Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to see affected product that will not flush... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted. What type of procedure was being performed? Flush. What was the medication being used? Never got to medication, flush would not work. Describe the event or problem: attempting to flush a loop in emergency room, it would not flush. Another one obtained and it would not flush. A third one was used without difficulty. No known harm to patient."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jun-2023. H6: investigation summary one sample (model #mp5303-c, lot #22129050) was returned by the customer. It was reported by the customer that the affected product will not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The customer complaint can be verified. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush due to blockage. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to see affected product that will not flush... Was the IV set attached to a patient at the time of the event or occurred during preparation/priming? Yes. Are there any adverse events or serious injury reported? No. Was there a delay of, or change in the course of treatment due to this event? Delay, yes until a new one obtained and inserted. What type of procedure was being performed? Flush. What was the medication being used? Never got to medication, flush would not work... Describe the event or problem: attempting to flush a loop in emergency room, it would not flush. Another one obtained and it would not flush. A third one was used without difficulty. No known harm to patient."

Manufacturer narrative:
B3: date of event is unknown: the date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.